Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and we are unable to determine the exact part number and lot number at this time. We have requested the info, and will f/u with a supplemental report if and when the info is made available.

Event description:
Globus learned that a revision surgery took place on (B)(6) 2011 for removal of two fractured rods. The initial surgery took place on (B)(6) 2011, in which titanium rods were placed in the pt's lower back. In (B)(6) 2011, pt bent over and heard a loud pop in her back. Pt was examined on (B)(6) 2011, and doctor suspected a fracture of the rod. Doctor performed revision surgery on (B)(6) 2011 and removed two fractured rods.